Manufacturer narrative:
H3) a manufacturer representative (rep) went to the site to test the navigation system. The rep performed left side calibration and verification. The system then performed as intended. Codes: b01, c17, d07. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the navigation was deep and off to the side during surgery, navigation was aborted. No known impact to patient outcome. There was a surgical delay of one hour or longer. No further information available. Troubleshooting was performed, the field representative (rep) was on site the next day, took a navigated spin of the demonstration spine model and noticed that navigation was 5 millimeters (mm) to the right when they were midline. This was the same with another navigation system on site when performing the system checkout.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000139, serial/lot #: unknown h2) please see the additional codes section for further additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.